Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: denmark. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: will not be returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob: (B)(6). Medical product: catalog #: 00434901500, base plate 15 mm post length uncemented, lot # 64141394. Catalog #: 00434903600, poly liner plus 0 mm offset 36 mm diameter, lot # 64063103. Catalog #: 00434901013, humeral stem 10 mm stem diameter, lot # 63867841. Catalog #: 00434903600, poly liner plus 0 mm offset 36 mm diameter, lot # 64422521. Catalog #: 01.04223.033, tm reverse screw 33mm, lot # 2910488. Catalog #: 01.04223.036, tm reverse screw 36mm, lot # 2941140. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial tm reverse shoulder surgery. Subsequently, the patient was revised about a year and a half later due to pain. The surgeon replaced the polyethylene insert. Attempts have been made and there is no further information at this time.